Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the issue. It was determined that the damaged downstream occlusion (dso) seal was the root cause. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the device needs to be upgraded to version 1.6 and the downstream occlusion (dso) seal has a hole in it. Per reporter, the event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.